Event description:
It was reported that the user experienced difficulty turning the luer connector (lot 31615) to lock the cartridge in the ilet, and the connector would not turn even when the cartridge was removed; an alternate connector was used and functioned normally, allowing insulin delivery to resume. Symptoms included no reported blood glucose effects, with a self-reported glucose of 172 mg/dl. Outcomes included no injury, no medical intervention, and continued therapy after the supply change. Investigation included technical troubleshooting and user education by the support agent. Investigation of this case revealed that the issue was isolated to a single connector, with normal function restored using an alternate connector, suggesting a defective or damaged luer connector component. It was concluded that the event was related to a device component malfunction of the connector, with resolution achieved through replacement and no clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.